Event description:
It was reported that during a sub trochanteric hip fracture repair, performed on (B)(6) 2015, a set of reduction forceps with a narrow jaw and speed lock broke. Reportedly, the very end of the claw itself broke off at the tip and the speed lock used to tighten the device bent as well. The surgeon removed the broken tip which had fallen into the patient's soft tissue after the scheduled implant device was successfully implanted. The fragment was easily removed without any additional surgical intervention, impact of the fracture fixture, or harm to the patient. The operative time was delayed by ten (10) minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: december 17, 2008. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material, which was delivered as lot #kr322626, is corresponding to the specifications as well. The hardness was measured at the time of the manufacturing at 48,2 hrc and was found to 6be good. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation evaluation was performed: the complaint condition is confirmed as the distal tip of one jaw is broken off. Although the root cause cannot be definitively determined, it is most probable that repeated sterilization cycles and wear over 6.5 years of use and the use of excessive force during use and/or handling led to this complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Further evaluation shows that this device is an instrument contained within the large fragment lcp set. The returned forceps was received with the distal tip of one jaw broken off. The broken portion was returned and is approximately 8.1mm long. There is slight discoloration on a third of the fractured surface. There is a piece of tape, presumably placed by the user on one handle. The balance of the device is intact and in good condition. Thus, the complaint condition is confirmed but cannot be replicated as the device is already broken. A review of the current design drawing and the drawing revision at the time of manufacture was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Although the root cause cannot be definitively determined without specific information regarding the circumstances at the time of the break, it is most probable that repeated sterilization cycles and wear over 6.5 years of use and the use of excessive force during use and/or handling led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.